Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced alarms from the controller after removing one battery as a power source. The two (2) batteries involved with the reported event were exchanged and returned to the manufacturer. There was no reported patient injury related to this event. One (1) of the returned batteries was evaluated and did not reveal any external or internal defects. The second battery was removed from the market as part of fsca apr2014.1 and was destroyed as part of the required actions; therefore, the device was not available for analysis. The root cause of the reported event cannot be conclusively determined as one battery was not available for analysis, and the second battery performed per specification. Complaints of this nature will continue to be tracked and trended. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2014-00837 and 3007042319-2016-00135) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient experienced a loss of power during the exchange of a power source. The controller sounded an alarm and displayed red lights after one of two batteries was removed. When the controller dc adapter was attached, the alarms resolved. The patient further reported random beeping that occurs with no alarm or symbols lighting up; this was witnessed by the vad coordinator, who did not notice the power ports switching during the beeps. The batteries were replaced and returned to the manufacture. No patient injury as a result of this event.